Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed sixteen other similar product complaint(s) from this lot number.

Event description:
It was reported power PICC has a problem with the single-chamber high-pressure threaded port, and there is liquid leakage after the puncture is completed, and the liquid leakage still occurs after replacing various connectors.